Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a rejuvenate modular device was reported. The event was confirmed. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported periprosthetic fracture is considered to be under the scope of this recall.

Event description:
It was reported patient had a revision on right hip due to periprosthetic fracture. Doctor removed stem, neck and head.

Event description:
It was reported patient had a revision on right hip due to periprosthetic fracture. Doctor removed stem, neck and head.